Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow up, physician observed noise on the egm due to oversensing. The lead was capped.